Event description:
At the implant procedure, the physician cut their finger on the dissecting tip of the inspire tunneler. The physician stepped out of the procedure, dressed the wound, and re-scrubbed to complete the procedure. Post-implant procedure blood samples were taken from the surgeon and tested, which returned with no abnormalities.